Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the probable causes of the malfunctions: 'parts detached from the distal end' and 'foreign objects in the bending section cover or distal sheath' could not be identified, nor could the reason for the persistence of the foreign objects. The event can be prevented by following the instructions for use which state: about reprocessing method for cyf-vh, there is a description in cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual. From the description, there is a possibility that the indicated phenomena can be prevented. About handling cyf-vh, there is a description below in cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual. From the description, there is a possibility that occurrence of the physical damage can be prevented. ·do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was a diagnostic cystoscopy.

Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope had the wrapping at the distal end, which consists of a rubber coating, had black particles come loose and stick to the users sterile glove. This is about 5-6 cm from the distal end of the cystoscope. The issue occurred during procedure. There were no reports of patient harm.